Manufacturer narrative:
Subject device was not returned

Event description:
It was reported that a patient underwent mechanical thrombectomy for a clot located on the right middle cerebral artery (mca) m1 segment. The first pass was performed with a non-stryker retriever and a second pass with the subject stent retriever. Full reperfusion was restored. Seven hours post-procedure, the patient developed symptomatic intracerebral hemorrhage ich with parenchymal hematoma type 2 (ph2) and remote parenchymal hematoma type 2 (phr2). Subsequently cerebral edema disturbance of consciousness and respiratory failure were noticed. The patient's condition worsened and death occurred seven days post-procedure. According to physician, the stent retriever performed as intended, however hemorrhage, subsequent related complications and death were related to the procedure.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, hemorrhage, hematoma, neurological deficit, and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a patient underwent mechanical thrombectomy for a clot located on the right middle cerebral artery (mca) m1 segment. The first pass was performed with a non-stryker retriever and a second pass with the subject stent retriever. Full reperfusion was restored. Seven hours post-procedure, the patient developed symptomatic intracerebral hemorrhage ich with parenchymal hematoma type 2 (ph2) and remote parenchymal hematoma type 2 (phr2). Subsequently cerebral edema disturbance of consciousness and respiratory failure were noticed. The patient's condition worsened and death occurred seven days post-procedure. According to physician, the stent retriever performed as intended, however hemorrhage, subsequent related complications and death were related to the procedure.